Event description:
It was reported that when using the bd pyxis¿ medbank tower count was off. The user did not have cycle count access, and no one on site had the required access.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) received a call from the customer, who reported that she was unable to pull the required medication because the count was off. The user did not have cycle count access, and no one on site had the necessary permissions. The tss contacted the pharmacy, but no one there had the administrative rights to upgrade the users permissions. The system functioned after the technical support specialist investigated the device.